Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 28-sep-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (5 mg/ml at 1.5011 mg/day) via an implanted pump. It was reported that the patient presented with a fever and possible sepsis/meningitis. They were doing all steps to eliminate and treat. After discussion amongst the physicians, the pump was programmed to minimum rate and the cap (catheter access port) was accessed to get csf (cerebrospinal fluid) for testing. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue, and it was unknown if the issue was resolved at the time of the report.